Manufacturer narrative:
(B)(4). The minicap prep kit has been reported to be available for evaluation but has not been received. A batch review will be completed. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot ps44n2 was manufactured between november 20, 2013 and november 21, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap prep kit contained holes in its packaging. The issue was noticed after the device had been used. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 3 of 3.